Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. The customer reported a blood glucose (bg) level of 500 mg/dl for this event and the bg level was addressed with a manual injection. However, the customer also reported a bg level of 600 mg/dl and the customer went to the emergency room (ER). A nurse administered a manual injection and the customer left the ER with a bg level of 300 mg/dl. Reportedly, the bg level was trending downwards and the customer was stable. The cause of the elevated bg level was unknown.